Manufacturer narrative:
During an internal review on 07-jul-2024, noted a correction to the 3500a initial. In the h11. Additional manufacturer narrative should have included, " additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number:(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device number lot 00002539 and no internal actions related to the complaint were found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when the hemostatic valve was damaged. The valve was damaged when the ablation catheter was inserted. As a result, the sheath was replaced and the procedure was completed with no issues. The hemostatic valve was not dislodged in the hub. The hemostatic valve was observed to be intact. Additional information was received indicating the hemostatic valve was broken. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become dislodged from the sheath. No air entered the patient¿s body. No blood return was observed. An rf transseptal needle was used during the procedure.